Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported issue was confirmed. Moisture inside the camera head and cable buckling was observed based on the device evaluation, it was assumed that moisture inside the camera head caused the blurred image to occur. However, the information obtained from the complaint and investigation results did not lead to the identification of the cause of the reported phenomenon. The event can be detected/prevented by following the instructions for use which state: for phenomenon 1 (blurred image): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. " for phenomenon 2 (moisture inside camera head): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Event description:
It was reported the device exhibited cloudy display. There was no patient impact, no harm reported due to the event.